Event description:
It was reported that during a lead replacement procedure (reference MFR report: 3008829311-2017-00910) the patient's implantable neurostimulator (ins) became inoperable. As a result, the physician elected to replace it during the procedure. Issue was resolved.